Manufacturer narrative:
This event occurred in (B)(6). (B)(4). Device not returned.

Event description:
The customer stated that they received questionable results for three patients tested with coaguchek xs pro meter serial number (B)(4). Of these three patients, one had an erroneous result from the meter. The patient had a sample that was tested on the meter and a second sample collected within 7 hours for comparison testing using the siemens innovin laboratory method. The patient had a result of > 8 inr when tested with the meter. When tested using the siemens innovin method, the patient had a result of 3.6 inr. No adverse events were alleged to have occurred with the patient. The customer's product was requested for investigation. The customer's meter was returned for investigation and appeared undamaged and clean on the outside. The returned meter was measured with retention test strip lot number 186862-10 in comparison to the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot and reference meter: 3.9 inr, retention strips and customer meter: 4.0 inr. Donor 2: master lot and reference meter: 5.7 inr, retention strips and customer meter: 5.7 inr. The maximum difference between measurements with the same blood sample was 0.1 inr. The customer material and the retention material are within specifications.